Event description:
It was reported that the user observed a high blood glucose of 310 mg/dl while on the ilet system and attempted to use a meal announcement as a correction, after which the agent provided education not to use meal announcements for correction going forward and the user understood. Symptoms included hyperglycemia. Outcomes included no alarms and completion of troubleshooting and education. Investigation included user interview and product-use review focused on dosing behavior and system use. Investigation of this case revealed improper use of the meal feature as a corrective action rather than as intended for carbohydrate announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.